Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method code, result code, conclusion code updated. Device evaluated by MFR.: a visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the tip section of the device and the profile of the markerbands. A longitudinal balloon tear was identified in the balloon material. The tear stretched from the proximal end of the distal markerband to the proximal transition zone of the balloon for a total length of 45mm. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated for 30 seconds however it ruptured at 20 atmospheres on the third inflation. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated for 30 seconds however it ruptured at 20 atmospheres on the third inflation. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.